Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with device. The customer changed out the stuff, tried to give bolus and received a no delivery alarm during bolus. Customer then changed full set and reservoir; it continued alarming. Customer stated the insulin did not exit. However, during manual prime the insulin did exit. Customer blood glucose was 328mg/dl, tried to bolus and pump alarmed no delivery. Customer did not treat. In addition, he mentioned low blood glucose of 40mg/dl.